Event description:
The customer contact reported an adverse event while the pump was in use. The pump was programmed in the pca+ continuous mode, to deliver morphine 1mg/ml , with a 2mg pca dose, a 10 minute patient lockout, a 1.5mg/hr continous rate and a 30mg 4 hour limit. In 2005 at approximately 10 pm, the nurse found the patient in respiratory arrest. The customer contact reported that a code was called, the patient was intubated and transferred to ICU. The customer contact indicated the respiratory arrest could have "possibly been from sleep apnea or pre-existing condition." The customer contact confirmed that "the amount matched" when comparing the remaining medication to the expected amount. The pump was removed from clinical service. During testing the by the user facility, the pump passed testing for delivery accuracy. The customer contact reported the facility "did not think it was a pump issue." Though requested, no additional information was provided.